Event description:
It was reported that the customer had a calibration error. Customer's blood glucose level was 441 mg/dl. Customer was trying to deliver insulin but the bolus wizard gave an estimate of 0.0u. Active insulin was explained to the customer and why the pump wasn't giving an estimated total. Customer cannot treat as advised. Customer advised that he did not give a bolus. Customer was advised that he will change his set. Customer's blood glucose level was 400 mg/dl. Customer declined troubleshooting and will monitor the issue. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.